Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a procedure for a permanent scs system on (B)(6) 2014 and since implant, has been experiencing seizures. The pt has a history of seizures and was admitted to the hospital for observation.